Event description:
"Dr performed a tkr on pt's left knee in 2003 for severe 'bone on bone arthritis in medial joint line; large osteophytes on patello femoral region and some medial subluxation.' In 2005, pt went to dr. Dr reported that he removed a loose screw and replaced the locking screw through arthorotomy of the left knee."

Manufacturer narrative:
This report is a duplicate of 9676680-2005-00103. No device was returned for evaluation.